Manufacturer narrative:
Product 340-4128-v, lot no. Crf 10104001 is currently under recall #z-1445-2011.

Event description:
Information received alleges the pt receives air in line alarms with this set.